Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: as the IV catheter was being advanced, I noticed a shear in the catheter near the colored hub piece. The portion where the shear was at did not go into the patients and I removed the catheter once I saw the shear.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and one (1) open peel pack with batch number 24m03g8275 was submitted to the manufacturer for evaluation. Through visual examination of the sample, no tear off damage or any deviation was observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample was within specification. The reported issue of tear off damage or other deviations could were not observed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.